Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://jbjs.org/content/75/4/554.article-info this report will be amended when our investigation is complete.

Event description:
It is reported that aseptic femoral loosening was noted following hip arthroplasty. An intra-operative calcar fracture had occurred at the time of implantation which was treated with a single cerclage wire. The implant was revised sixty-three months postoperatively, due to progressive femoral subsidence.

Manufacturer narrative:
No device or photo was provided, therefore the condition of the component is unknown. Device history records cannot be reviewed, since the part and lot numbers are unknown. This device is used for treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.